Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va0clu8, implanted: (B)(6) 2013, explanted: (B)(6) 2019. Product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va0clu8, ubd: (B)(6) 2017, UDI#: (B)(4). Device returned, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported that the physician removed the old battery that had been attached to the original lead. While they were inserting the original lead into the new battery, the lead became compromised. Contributing factors were unknown. The old, compromised lead was replaced with a new lead and the issue was reported to be resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis found that the proximal end of the lead was stretched between connector 0 and 1; however electrical testing determined that continuity was complete and there were no electrical shorts between circuits. If information is provided in the future, a supplemental report will be issued.